Event description:
It was reported that a high drain 107 alarm occurred on a homechoice (hc) machine during drain seven of twelve. This alarm indicates the patient drained greater than 190% of the maximum prescribed cycle fill volume in low fill mode. The technical service representative (tsr) reviewed the therapy log. The ultrafiltration for cycle seven was 129ml with a largest prescribed fill volume of 130ml. The home patient (hp) had drained 259 ml. The tsr arranged to swap the device. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical testing but failed functional testing for an unrelated issue. The device passed external and internal inspections. A review of the event history log confirmed the reported issue. The cause was a false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could result in an iipv situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.